Event description:
It was reported that the customer was hospitalized with high blood glucose, ketones, and an upper viral infection. Customer's blood glucose was 330 mg/dl. The customer was also experiencing discrepancies between her blood glucose and sensor readings. Her blood glucose was at 326 mg/dl when the sensor was showing over 400 mg/dl. The customer attempted to treat based on the sensor reading but was not able to. It was found that the customer had not been entering blood glucose into the bolus wizard, so it would not calculate a correction. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Please see medwatch # 3004209178-2015-85461.